Manufacturer narrative:
It was reported that the pump¿s sleep/wake button was unresponsive, with no vibration feedback and no activation despite slow, precise taps and a 30-second press, and the issue persisted after cleaning, drying, removing the case, and ensuring adequate charge; the user was able to access the lock screen on a charger and continue use until replacement, and mobile app sync was active. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included continued therapy use via charger-assisted access and arrangement for device replacement. Investigation included guided troubleshooting, environmental and user interface checks, cleaning, case removal, and confirmation of charge status and device operation on a charger. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly. This is b5 but there was no fault found.

Event description:
It was reported that the pump¿s sleep/wake button was unresponsive, with no vibration feedback and no activation despite slow, precise taps and a 30-second press, and the issue persisted after cleaning, drying, removing the case, and ensuring adequate charge; the user was able to access the lock screen on a charger and continue use until replacement, and mobile app sync was active. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included continued therapy use via charger-assisted access and arrangement for device replacement. Investigation included guided troubleshooting, environmental and user interface checks, cleaning, case removal, and confirmation of charge status and device operation on a charger. Investigation of this case revealed a nonfunctional sleep/wake button consistent with a mechanical or touch-sensor failure of the wake control component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure not attributable to user handling.